Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative complication. This complaint is being reported due to the following conclusion: the patient was found to have sustained a small bowel injury after undergoing a da vinci hysterectomy procedure. However, there is no indication that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. At this time, the cause of the small bowel injury is unknown.

Event description:
It was reported that during a da vinci hysterectomy procedure performed on (B)(6) 2014, the patient sustained a bowel injury. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's risk manager and obtained additional information regarding the reported event. The risk manager spoke directly to the surgeon who performed the da vinci hysterectomy procedure. According to the risk manager, there was no allegation or claim by the surgeon that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The patient was found to have extensive adhesions and the surgeon noted that she had problems placing a uterine manipulator device. The patient reportedly tolerated the surgical procedure well. Post-operatively while on the floor, the patient became symptomatic and showed signs of becoming septic. On (B)(6) 2014, the patient was brought back to the or and repair of a small bowel enterotomy was performed using sutures. The surgeon did not provide a cause of the enterotomy. The patient was discharged home on (B)(6) 2014. No further post-operative complications have been reported.